Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. On (B)(6) 2020 it was reported that patient developed a post-op infection and the system was explanted. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was antibiotics. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.